Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity.¿ number 16 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent total right knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to pain and instability. The tibial bushing, femoral bushing, locking pin, axle, yoke, and bearing were removed and replaced.